Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon functional testing fse found that the motherboard battery voltage in the host pc was low. Fse replaced the battery. After replacement of battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device experienced a startup failure. The device was not in clinical use at the time of the event. There was no reported patient or user harm. A philips field service engineer (fse) visited the site and replaced the host computer's motherboard battery. The device was returned to expected functionality.